Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. No failure relating to the occlusion alarm was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 360mg/dl and a manual injection was going to be administered to address the bg level. Additionally, a malfunction alarm occurred and the pump stopped all insulin deliveries. Reportedly, the customer was to use manual injections for insulin therapy.